Manufacturer narrative:
An event regarding subsidence involving a series 7000 standard tibia was reported. The event was not confirmed. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for this manufacturing lot. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue

Event description:
It was reported that the knee was revised because the component collapsed. The tibial plateau collapsed in turn making the tibial component fall also.

Event description:
It was reported that the knee was revised because the component collapsed. The tibial plateau collapsed in turn making the tibial component fall also.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.